Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery catheter. During the procedure the physician attempted to remove the ruby coil to reposition it and the ruby coil unintentionally detached inside the slim microcatheter. The slim microcatheter was removed from the patient and the detached ruby coil was flushed out. The procedure successfully continued using additional ruby coils and the same slim microcatheter. There was no report of an adverse effect on the patient.